Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call possible leaks on the insulin pump reservoir. The customer¿s blood glucose was 18.0 mmol/l at the time of incident. Customer reported fluid in the insulin pump reservoir compartment. Customer stated that the leaks was coming from the reservoir cap. Customer declined troubleshooting. The insulin pump is being replaced and is expected to return for analysis.